Event description:
The customer reported obtaining erroneous differential results for a single sample run on the coulter lh 780 hematology analyzer when compared to repeat results and manual differential which the customer considered correct. The customer did not report the erroneous results out of the laboratory and there was no change or affect to patient treatment in connection with this event. A review of the customer provided data indicate that the initial sample recovered higher results for neutrophil (ne), and low lymphocyte (ly), monocytes (mo), and eosinophil parameters without instrument generated flags when compared to the rerun and manual differential results. Quality control (qc) results prior to and following the event were within instrument specifications.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and observed a fluctuating light scatter (ls) offset voltage from 0.8v on the previous month to 1.20v at the time of service. However, the ls offset system limit is 1.5v for the lh780 instrument and was within specification for this event. The fse then bleached the flowcell and performed system verification. The fse stated that the ls offset voltage was normalized at 0.75v following bleaching of the flowcell. The fse did not observe any instrument failure and no raw data was collected. It was determined that the erroneous results for the single patient were unrelated to the voltage issue. Results: failure mode of erroneous results is unknown.